Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Error history log review found a system failure: watchdog failure. The root cause of the reported issue was found to be the main board not working as intended. Actions were taken to mitigate the reported issue: replaced main board as preventative action.

Event description:
It was reported that the pump had a primary audible alarm background. No patient injury was reported.